Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that the patient did not calibrate after experiencing inaccuracy and did not enter fingerstick values promptly into the cgm device. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g5 mobile continuous glucose monitoring system user's guide states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.